Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 30 events were previously reported during the reporting quarter; however:  - 5 events were reported in error. - 25 previously reported events are included in this follow-up record. Product return status 21 devices were received. 4 devices were not available for evaluation. Event confirmation status 10 reported events were confirmed. 11 reported events were not confirmed. Evaluation results 6 devices were found to be affected by corrosion. 12 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by damaged bearings.

Event description:
This report summarizes <noe> 25 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 30 events were reported for this quarter. Product return status: 18 devices were received. 2 devices were not available for evaluation. 10 device investigation type has not yet been determined. Event confirmation status: 10 reported events were confirmed; the cause was traced to component failure. 8 reported events were not confirmed. 10 evaluations are still in progress. Evaluation results: 5 devices were found to be affected by corrosion. 10 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by damaged bearings. Additional information: 30 devices were not labeled for single-use. 30 devices were not reprocessed and reused.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.